Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod for longer than 48 hours their blood glucose level had decreased to 45 mg/dl. The parent of the patient called for an ambulance. Once the emergency medical technicians (emt) arrived the patient was given glucose gel. The patient was not taken to the hospital. Later in the evening the patients blood glucose level had decreases to 54 mg/dl. The patient experienced symptom's of hypoglycemia and had a seizure. The pod was removed .the emt's arrived again at the patients home. The patient was given 2 glucose gels. The patient was not taken to the hospital. The pod will not be returned as it has been discarded.